Event description:
It was reported that the customer produced high ketones. Customer's blood glucose was 317 mg/dl. His symptoms of high blood glucose included pallor, flush, ache, and upset stomach. During troubleshooting, it was found there was damage to the drive support cap on the insulin pump. Further troubleshooting was declined. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was unable to prime during the prime test due to faulty force sensor. Insulin pump was unable to perform rewind, basic occlusion, occlusion, the excessive no delivery and displacement test due to prime/fill anomaly. Insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. Drive support disk was inspected and no anomaly noted during testing.